Event description:
It was reported that during a laparoscpic cholecystectomy procedure, the clips scissored. Bleeding occurred and pt had to be opened to complete the procedure. There was no transfusion necessary and pt is now fine.